Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026. Block d2b: pro code (product code): qrb

Event description:
It was reported that the patient implantable pulse generator (ipg) was at the end of battery life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not return due to facility policy.